Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure there were several recaptures of the watchman laa closure device. After recapture, it was noted that the tip of the was sheath was damaged. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) without the dilator and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath had numerous kinks. No other damage or defects were found. Product analysis could not confirm the reported event, as the tip of the sheath was not damaged.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure there were several recaptures of the watchman laa closure device. After recapture, it was noted that the tip of the was sheath was damaged. No patient complications were noted.